Manufacturer narrative:
The insulin pump was received with no button response due to missing keypad overlay. Unable to perform the self test and displacement test due to no button response. (B)(4).

Event description:
Information received by medtronic indicated that the keypad covering was damaged, it moved around and the glue had come off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.